Event description:
It was reported that stent damage occurred. The target lesion was located in the left main coronary artery. A 32 x 2.75 promus premier drug-eluting stent was advanced to treat the lesion. However, the stent was lifted up. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: the promus premier ous mr 32 x 2.75mm stent delivery system (sds) catheter was returned for analysis. Examination of the crimped stent via scope found evidence of proximal stent damage with strut flared at the edge. The undamaged crimped stent outer diameter was measured by snap gauge and the result was 0.0390 was within max crimped stent profile measurement. The balloon cones were reviewed via scope, and no issues were noted. The balloon wings were tightly wrapped and evenly folded. The balloon had not been subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of tip damage. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The target lesion was located in the left main coronary artery. A 32 x 2.75 promus premier drug-eluting stent was advanced to treat the lesion. However, the stent was lifted up. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. It was further reported that the target lesion was moderately tortuous and mildly calcified.

Event description:
It was reported that stent damage occurred. The target lesion was located in the left main coronary artery. A 32 x 2.75 promus premier drug-eluting stent was advanced to treat the lesion. However, the stent was lifted up. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. It was further reported that the target lesion was moderately tortuous and mildly calcified.